Manufacturer narrative:
Reported event of side car - rx pushback. A visual evaluation of the returned device found the basket closed and the tip was intact. The side car-rx presented pushback out of specification. Functional evaluation showed the basket would open and close without issue. Based on the information available it is possible that during unpacking, the way in which the device was handled and manipulated may have contributed to the failure noted. Excessive manipulation of the device and interaction with the scope or other devices most likely contributed to the side car-rx pushback. Therefore, the most probable root cause is "handling damage." A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was to be used in a procedure performed on (B)(6) 2017. According to the complainant, during preparation, the side car-rx (guidewire port) was found pushed back. The procedure was completed with another of the same device.  There were no patient complications reported as a result of this event.